Manufacturer narrative:
Other relevant device(s) are: product ID: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device due to concern for late failure in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. An endurant ii stent graft system was also implanted during the procedure. Nine endoanchors were successfully implanted from the main body of the endograft to the proximal neck. It was reported post the index procedure the patient developed bilateral incisional pain which was treated with medication. Ecchymosis around the incision site was observed the following day which resolved without treatment. One day post the index procedure bleeding and anemia were reported. This event was treated with a blood transfusion and confirmed as resolved. On the same date the patients urinary output was decreased and a uti was diagnosed the following day. Treatment with medication and ivf replacement resolved this event. A pleural effusion was also diagnosed on this day. It is reported that this resolved without treatment. The above reported events were determined to be related to the index procedure. Approximately one year later the patient developed thrombocytopenia and care has since transferred to another group. No additional clinical sequelae were reported.